Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose level was 2.6 mmol/l. Customer reported insulin pump received multiple insulin pump error alarm. Customer reported that they were able to clear the alarm. They were unable to rewind the insulin pump. Customer was not using sensor. Customer declined to troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and selftest or verify pump error 4, pump error 63, and pump error 29 due to unresponsive keypad.